Manufacturer narrative:
Patient's date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove 4 leads: a right atrial ra), two right ventricular (rv) and a left ventricular (lv) due to cied system/pocket infection. Spectranetics lead locking devices (lld's) were inserted into each lead to provide traction platforms for lead extraction. Using a spectranetics 13f tightrail rotating dilator sheath, one of the rv ICD leads was removed successfully. Focus was then turned to attempt extraction of the lv lead with use of a spectranetics 14f glidelight laser sheath. Progress was made to the coronary sinus, and the lead was still in place. The physician decided to move the glidelight device into the coronary sinus and lasing was performed in the area. At that time, the lead started to unravel, and the glidelight device was removed, while the last few inches of the lv lead remained fixed in the coronary sinus. Shortly after the glidelight was removed, it was noticed that the patient's blood pressure had dropped. A pericardial effusion was noted in the back of the heart. Contrast was injected, ruling out a superior vena cava (svc) injury. A pericardiocentesis was performed, draining 230cc blood, and the patient's blood pressure reportedly became manageable. The decision was made to continue extracting the other leads, and the ra and other rv leads were successfully removed. Attention was then turned again to the lv lead. The lead was successfully cut outside of the coronary sinus, and while traction was being performed on the lv lead, the patient's blood pressure appeared to drop again. A pericardiocentesis was again performed, with 390cc blood drained; physician continued to drain more than 1000ccs of blood in an attempt to stabilize patient. Some success was temporarily seen with pericardiocentiesis, but ultimately the surgical team decided the best repair for the patient would be surgically. A sternotomy was performed and a 2-3mm tear between the coronary sinus and sub branch right by the ostium was discovered. Repair to the area was successful and the remnant of the lv lead was removed after repair was complete. The patient survived the procedure and from subsequent report, the patient is doing great and recovering from the sternotomy repair. There was no alleged malfunction of any spectranetics device in use during the procedure. This report is being submitted because the glidelight device was present and lasing within the coronary sinus and when the device was removed when the lead began to unravel, the patient's blood pressure dropped. However, it was reported that the physician didn't think that the glidelight device was the cause of the injury, but rather the fact that the lead fell apart in the coronary sinus and created a small tear.